Event description:
The tip of guide wire separated from the shaft during the procedure and became lodged inside the balloon catheter. The physician inserted the guide wire forward through the superficial femoral artery which was a very difficult and calcified area. The physician inserted a balloon for additional support and was able to advance into the occluded area. The physician attempted to perform intervention, however unsuccessful. The physician attempted to remove the guide wire and noticed on the floroscope that the tip of the guide wire became lodged inside the balloon dilitation catheter. The physician removed the balloon catheter from the patient without incident. The patient is reported to be fine.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: conclusion: the actual device separated segment was returned still lodged inside the balloon catheter returned. Visual examination of the balloon cathetr revealed that the distal tip of the balloon had been crushed. The balloon was examined and th distal portion of the guide wire was lodged in the balloon. An attempt was made to remove the distal tip segment from the balloon material, however unsuccessful. The balloon material ws dissected and the tip segment of the guide wire was removed. The tip segment was examined and the wire separation was a clean break of both the platinum coils and the stainless steel core wire. The coils did not elongate, and terminate at the core wire fracture indicating that the wire became kinked, and was flexed multiple times at the location of the kink. The joint of the guide wire was examined and was intact. The guide wire also had several small kinks, however the exact cause of the kinks were unknown. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however the exact cause for the event is unknown.